Manufacturer narrative:
One device was returned for analysis of complaint that the blue suction line luer was observed to be separated from the suction line tube. Inspection of the bonding site showed spotty solvent coverage. Visual and functional testing was performed. The complaint of suction line disconnection can be confirmed. The probable cause is due to insufficient solvent coverage error during assembly. A lot of history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the suction line connection had become disconnected. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.